Event description:
A center director reports a patient that developed diffuse lamellar keratitis (dlk) following bilateral lasik surgery. The patient was treated with tropical steroids, but the dlk progressed to a level 4. The surgeon decided to do a flap lift and rinse. The dlk has subsided, but the patient now presents with central toxic keratopathy (ctk) in both eyes. The surgeon stated he felt the patient will heal, but it could take 6-14 months. Additional information has been requested. This report is for the left eye, the right eye is being submitted under manufacturer report # 3003288808-2009-00019.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available.